Manufacturer narrative:
DHR review was completed. Part number: 314.743; synthes lot number: h065467; supplier lot number: n/a ; release to warehouse date: 14-sep-2016 ; expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Background: during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. Device condition: the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The roughly spiral break extends from the distal end of the device to approximately 7.2mm distal of the distal edge of the drive shaft helix. The helix is intact and shows scrapping along the outer surface. The distal side of the coupling mechanism for the ria tube assembly show nicks consistent with impact. The complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Supplier review: the supplier reviewed the complaint description and supplied the dimensional and material conformity of the nitinol shaft. Lot number review: review of the device history record showed that the lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material. Hardness was not reviewed as the flexible nitonal shaft does not have a hardness specification. Drawing review: based on the date of manufacture/DHR the drawings, reflecting the current and manufactured revision, were reviewed. Due to the damage at the fracture and missing portion applicable measurements of the hexagonal tip could not be obtained. The inner diameter was confirmed to be within the specification of 3.76mm +/-0.05 (3.71/3.81) per drawing at 3.75mm. The shaft directly proximal to the break was inspected and confirmed to be within the specification of 5.18mm +/- 0.025 (5.205/5.155) per drawing at 5.181mm. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use. Step 5 under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases. Conclusion: a device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the device was received with a broken tip. However, there is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initially reported as november 22, 2017, but should have been november 21, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient¿s date of birth/age, gender and weight are unknown. (B)(4). Device is an instrument and is not implanted/explanted. Reporter phone number is not provided for reporting. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2017, the tip of reamer/irrigator/aspirator (ria) shaft broke. No pieces where left in the patient. This report is for one (1) drive shaft-minimum 520mm length-for use with ria. (B)(4).